Event description:
The atw35 was used during an lavh on approx. 8/6/1997. It was reported the device misfired and there were malformed staples. Another atw35 was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: batch number k0110l, cartridge pan in place/condition yes/good, condition of drivers good, lockout tabs on pan condition bent, position/condition of wedge sleds partially fired. Functional tests & results: condition of clamp first lockout good, condition of clamping mechanism good, condition of firing mechanism good, condition of knife good, condition of wedge bands good, is hyper lockout condition present no, result of attempted firing good. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional testing, no conclusion could be reached as to why the instrument reportedly "misfired" during surgery. The instrument was returned in good physical condition. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. There were phot's returned that showed an incomplete firing. If the instrument's firing cycle is interrupted, released, then restarted, the cartridge will lockout and a new cartridge should be loaded into the instrument. Each instrument is evaluated during the assembly process to ensure it functions properlyl. Co strives to understand each incident as it occurs in order to continuously improve products.